Event description:
It was reported that a trivantage nim tube (7.0) was used for a thyroidectomy. Before intubation the tube was tested with about 12 ml of air; the tracheal cuff inflated symmetrically to an appropriate volume. The cuff was then deflated; the patient was induced and intubated easily using a videoscope for proper electrode positioning. The tracheal cuff was inflated with about 10-12 ml of air, the pilot balloon appeared full and the surgeon started the procedure. One hour later, a leak developed with bubbling up of secretions and slight loss of delivered tidal volume. The pilot balloon at that point appeared soft; adding 5 ml additional air did not fix the leak and the pilot balloon remained the same. The case continued with adequate ventilation at moderate tidal volumes. About two hours after the start of the case, my colleague who had taken over care of the patient changed the nim tube to another one over a tube exchanger (re-intubated), as the leak was persistent (with secretions present) and the case was not close to completion at that point. The tube was examined after removal and a 0.5 cm oval tear was found in the tracheal cuff. The device was disposed of after the procedure.

Manufacturer narrative:
This device is used for therapeutic purposes. Pt age: mid-30's years. (B)(6). (B)(4). Evaluation summary: there is no analysis available. Device will not be returned, it was discarded by facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.